Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was found broken/removed. The top case was cracked by front corners and tube holder. Bottom case was cracked by l-bracket screws. Plunger head was cracked by all screws. A review of the event history log identified force sensor test error. Force sensor test error was found at power up process along with failed force sensor reading. The root cause of the reported issue was due to an out of calibration. Force sensor occurred from normal wear as the pump was over 12 years old. To resolve the problem, the force sensor was recalibrated. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump had a force sensor alarm. No patient injury was reported.